Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis with a wire kinked. During visual inspection, the device presented a body kinked at 120.7cm , at 122.8cm and at 251.9cm approximately from the proximal end. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-08567. It was reported that the burr became stuck on the rotawire. The target lesion was located in the moderately tortuous left anterior descending artery. A 1.25mm rotalink® plus and a 330cm rotawire¿ and wireclip® torquer were selected to treat the target lesion. During the procedure, the physician was performing the 4th ablation when he noticed that the burr got stuck inside a non bsc 6fr guiding catheter while in the process of withdrawing it in dynaglide mode. The physician attempted to shoved the wire but it did not move at all. It was then noted that the burr became stuck on the rotawire. The physician pulled the burr and the rotawire as a unit. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2014-08567. It was reported that the burr became stuck on the rotawire. The target lesion was located in the moderately tortuous left anterior descending artery. A 1.25mm rotalink® plus and a 330cm rotawire¿ and wireclip® torquer were selected to treat the target lesion. During the procedure, the physician was performing the 4th ablation when he noticed that the burr got stuck inside a non bsc 6fr guiding catheter while in the process of withdrawing it in dynaglide mode. The physician attempted to shoved the wire but it did not move at all. It was then noted that the burr became stuck on the rotawire. The physician pulled the burr and the rotawire as a unit. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.